Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there were cracks on the ceramic head of the resection sheath. The issue was found during a post-operative inspection after a therapeutic, excision of endometrial polyps procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. The likely cause is wear and tear and wrong handling, mechanical overload, shock, fall, or similar. The device history record was unable to be reviewed for this device since the [lot/serial number] was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.